Event description:
A pasv PICC line was placed for the therapeutic purposes in 2004 as part of a postmarket clinical study. Four days later, it was noted there was weeping at the site almost continuously. The PICC line was replaced. There is no additional info available on this event and the study coordinator did not wish to be contacted. This report is being filed based on the assumption that the leak occurred distal to the suture wing.